Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 389033, lot# j0428307v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0428307v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient was at the hospital, the patient thought her device was not functioning, and she was having severe spasms. Additional information has been requested, but was not available as of the date of this report.